Manufacturer narrative:
Updated brand name, model and catalog number.

Manufacturer narrative:
Updated evaluation results and component code grids.

Event description:
It was reported or found during investigation that the battery was drained and/or did not work.